Event description:
A user facility in france reports a corneal burn in a patient during surgery with stellaris elite, hp and consumable device which was discarded. The additional surgical treatment required was four stitches on the main incision, and opening of another incision to finish the surgery. Medical treatment provided was aprokam (cefuroxime) via intracameral route, diamox (acetazolamide) to lower the eye pressure, tavanic (levofloxacin) to prevent endophthalmitis and lens dressing. Surgery duration was increased of 15-30 minutes.

Manufacturer narrative:
An engineer performed a full system check was performed onsite, which found the handpiece was not defective and working fine. All system tests and measurements were successfully completed. A device history record review was performed and no anomalies were noted. The investigation is ongoing.

Manufacturer narrative:
The product evaluation did not confirm the failure mode. The investigation stated that the reported problem was not duplicated, making the root cause unable to be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. There was no corrective action required. The investigation is complete.